Event description:
It was reported that this left ventricular (lv) lead was explanted due to lead pulled out and coronary sinus (cs) was re cannulated. When physician flushed heparin shot out of the side of the lead, there was an issue with the insulation being pierced. Also, physician stated that during lead removal nothing appeared as lead damage. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to lead pulled out and coronary sinus (cs) was re cannulated. When physician flushed heparin shot out of the side of the lead, there was an issue with the insulation being pierced. Also, physician stated that during lead removal nothing appeared as lead damage. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found blood or body fluid in the lumen and melt marks in outer insulation which is damaged due to electrocautery. Laboratory analysis did identify any electrode characteristics that would have caused or contributed to the reported clinical observations.